Event description:
Pt reported that the product was in use and developed a leak. The product was found to be leaking and the leakage source was confirmed to be the inflation line. User reported the device was removed and replaced. No incident related medical sequela reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.